Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure due to a dislocation. Upon removal, the poly liner was found worn/broken. It looked like the 28 mm femoral head caused high pressure point and broke the liner which resulted in the dislocation. All broken liner pieces were retrieved and the procedure was completed using a new liner and larger diameter head. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Suggested component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional and identified the following: there is a left hip arthroplasty dislocation. No fracture identified. The entire femoral implant is not included. A definitive root cause cannot be determined. This complaint can be confirmed via the radiograph evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.